Event description:
A catheter problem was reported. It was stated that pt was immunocompromised as in 2006, had allogeneic bone marrow transplant to treat lymphoma resulting in gvhd. Pain resulting from graft versus host disease and radiation therapy was the reason for pump implantation. Trial reportedly removed almost all of the pt's pain. Prialt was used in the external pump trial; "went from barely able to walk to almost running in 3 days". After pump was implanted, pt suffered csf (cerebrospinal fluid) leak, infection: meningitis. The pump suture was wet and leaking. Pt had a temperature of 104. Incision became necrotic. The entire system was explanted about four days post implant. Pt as in the ICU for approximately two weeks. Pt remained on IV penicillin. Saline was in the pump reservoir during the pump was in pt's body. Per the physician "too much pressure on the metal connector that connects the sutureless tube to another tube, resulting in metal cutting through the tube". Pt does not desire another pump implant.

Manufacturer narrative:
Planted: (B)(6) 2011 explanted: (B)(6) 2011.

Manufacturer narrative:
(B)(4).

Event description:
Additional information: it was later reported that the onset/diagnosis of infection was done on (B)(6) 2011. Patient experienced fever, redness, drainage, and incisional wound opening; primary location of infection was device pocket and catheter track. Cultures obtained revealed methycilin sensitive (B)(4). Infection was treated with IV antibiotics and a total device system explant was done as reported previously. Infection resolved. It was stated that at implant the pin on sutureless connector pierced the catheter; "resolved before closer".